Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the clinic due to complaints of shortness of breath. Upon interrogation the lead safety switch (lss) for the right atrial (ra) lead was noted to have triggered due to an unspecified out of range impedance measurement for the lead and pacemaker. The lss changed the polarity to unipolar configuration. Further review found inappropriately stored atrial tachy response (atr) episodes due to oversensing of noise that led to pacing inhibition on the atrial channel. The medical personnel was unable to reproduce the noise during the office visit and noted that the impedance measurement was within range at 470 ohms. The lead was programmed back to bipolar and lss was left on in the pacemaker. The ra lead and pacemaker remain in service and no adverse patient effects were reported.